Event description:
Optease ivc filter inadvertently deployed in inverted direction. Staff was unaware until today when patient presented to the emergency room with complaints of shortness of breath. Work-up in the ER discovered filter was inverted and had migrated to the superior vena cava and the right atrium. The device is like a small hexagonal jungle gym. It is axially symmetric but not linearly. One end of the axis has a tiny hook for retrieval purposes while six tiny axially parallel struts off the hexagonal prominences engage the wall of the inferior vena cava if it tries to migrate. It is possible to deploy the device via the femoral or jugular vein but the orientation for the femoral approach is the opposite of that of the jugular. The delivery tube that holds the unexpanded filter is marked with arrows for the different approaches. It appears to have been deployed in the wrong orientation for the approach taken. It is not known how this happened. The filter was successfully retrieved in the cath lab.